Manufacturer narrative:
The peritonitis occurred "around halloween ((B)(6) 2016)". The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for another indication when the patient was diagnosed with peritonitis. The patient was treated intraperitoneally with vancomycin (dose, frequency, duration not reported). The patient was recovered from this peritonitis event. Pd therapy was ongoing. No additional information is available.